Manufacturer narrative:
A customer biomedical engineer (bme) confirmed the reported issue and replaced the patient circuit, but the issue persisted. A manufacturer's product support engineer (pse) evaluated the device and was unable to confirm the reported issue. The reported issue could not be duplicated in testing. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator did not transition to standby mode as expected. The device was in clinical use. There was no report of harm. The device did not meet specification for intended use and was removed from service. The device was exchanged for an another v60 ventilator. There was no delay in therapy as a result. A customer biomedical engineer (bme) confirmed the reported issue and replaced the patient circuit, but the issue persisted. The investigation is ongoing.